Event description:
The customer reported to olympus, a loaner device high-definition lcd did not have a display and there was no response when keys were pressed. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, there was no response when keys were pressed, the reported issue regarding ¿no display on the screen¿ was not confirmed, the outside of the screen was scratched (did not affect the function of the screen), two of the screws inside the device were loose and detached, and three of the screws on the cover were missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
This report was submitted for the high-definition lcd device not displaying an image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5, e1, and h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the loss of image was unable to be duplicated. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.